Manufacturer narrative:
The customer was not able to determine where the smoke was coming from. The instrument was removed from service and replaced with a new instrument. A review of complaint history for imx system for the time period of 2006 through 2007 was performed. The review did not find any other complaints related to this issue. This is the final report.

Event description:
The customer stated when they turned on their imx analyzer, it started to smoke. The customer turned off the instrument. No injury was reported.